Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 16 x 4.00 promus premier drug-eluting stent was advanced to treat the target lesion. However, during the procedure, it was noted that the stent strut was lifted. The procedure was completed with a 4.0 x 20 promus premier stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The length of the stent had stretched, bent and overlapping stent struts. The stent had move proximally on the balloon 14mm, most likely due to the stent damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were crimp marks on the balloon indicating that the stent was positioned between the markerbands. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 16 x 4.00 promus premier¿ drug-eluting stent was advanced to treat the target lesion. However, during the procedure, it was noted that the stent strut was lifted. The procedure was completed with a 4.0 x 20 promus premier stent. No patient complications were reported and the patient's status was good.